Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the reported issue was identified before the medical procedure began. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported. A philips field service engineer (fse) spoke with the customer who confirmed the reported event. Based on the information received from the customer, the issue was caused by an interruption of the system control communication. However, the system was out of warranty so no work could be done by philips to identify a root cause for the event. No remote or onsite evaluation or repair was performed by philips. No further information was received regarding the root cause and resolution of the event. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system c-arm rotation geometry movement was not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.